Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received with a depleted amazon basics alkaline battery installed. No damage noted on the original battery cap. Please see below pertaining to svn the primary svn (B)(4) and event date 01-jan-2025. Please see below for the boluses listed on the event date 01-jan-2025 in the pump history file. (B)(6)2025 08:15:51.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 13000 (1.3 u) bolusamountdelivered: 13000 (1.3 u) (B)(6)2025 14:50:12.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) (B)(6)2025 17:08:41.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 41000 (4.1 u) bolusamountdelivered: 41000 (4.1 u) (B)(6)2025 19:37:09.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 7000 (0.7 u) bolusamountdelivered: 7000 (0.7 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 01-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 01-jan-2025 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-jan-2025 in the pump history file. (B)(6)2024 11:13:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2024 11:17:49.000 batteryremoved (55) (B)(6)2024 11:17:49.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 11:18:14.000 batteryinserted (44) earliest power data available per the power management tool/detail trace file is on 1/8/2025 4:13:59 am. There was no power data available for the date of (B)(6)2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lowbatteryalert (104) - unknown. Please see below pertaining to svn (B)(4) and event date 27-dec-2024. Please see below for the boluses listed on the event date 27-dec-2024 in the pump history file. (B)(6)2024 08:09:25.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 23000 (2.3 u) bolusamountdelivered: 23000 (2.3 u) (B)(6)2024 10:11:35.000 normalbolusdelivered (220) bolusprogrammingmethod: manualbolus (0) normalbolusamountprogrammed: 28000 (2.8 u) bolusamountdelivered: 28000 (2.8 u) (B)(6)2024 10:40:23.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6)2024 16:58:27.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 57000 (5.7 u) bolusamountdelivered: 57000 (5.7 u) (B)(6)2024 18:19:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 21000 (2.1 u) bolusamountdelivered: 21000 (2.1 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 27-dec-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 27-dec-2024 in the pump history file. (B)(6)2024 17:32:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 23:19:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 23:29:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 00:03:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 00:13:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 00:29:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2024 00:39:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2024 11:13:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2024 11:17:49.000 batteryremoved (55) (B)(6)2024 11:17:49.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 11:18:14.000 batteryinserted (44) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6)2025 4:13:59 am. There was no power data available for the date of (B)(6)2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Nodelivery (7) alarm - not confirmed. Lost sensor alert - not confirmed. Lowbatteryalert (104) - unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 482 mg/dl. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis was treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, and hospitalization: overnight stay, hospitalization: overnight stay with the symptoms of vomiting. The event involved product(s) mmt-1884, mmt-396a, mmt-332a. Troubleshooting was performed and the customer was not using the auto mode/smartguard feature at the time of the event also the customer had been using the insulin pump system within 48 hours of the reported high bg event. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-396a. No product return is required for mmt-332a.